Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation, in 2008, that during placement of a one step button initial placement gastrostomy kit device, "the blue coating peeled off when removing the loop wire from the stomach." According to the complainant, none of the coating remained in the patient's stomach, and that the procedure was completed with the subject device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.